Event description:
Complainant alleged that during a routine shift check by a clinician. The device displayed a "cable fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the prod, and will be providing a follow-up report when our investigation is completed.